Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot number. Additional information was requested. (B)(4).

Event description:
A facility representative reported a hyphema that occurred after an intraocular lens (iol) was placed. The lens was removed from the eye and there is indication that the lens was not replaced at that time. Additional information was requested.